Manufacturer narrative:
H10: manufacturing review: a lot history review, a DHR review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation, medical images were provided for review. The investigation is inconclusive for the alleged catheter flow problem due to the fact that no sample was returned for evaluation and there was no definitive evidence from the image review. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during dialysis catheter placement in internal jugular vein, resistance in flow was allegedly observed in both the lumens. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation, however images have been provided. The investigation of the reported event is currently underway.

Event description:
It was reported that during dialysis catheter placement, resistance in flow was allegedly observed in both the lumens. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.